Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels of "high" on the continuous glucose monitor (cgm) with moderate ketones. Bg was addressed via a correction bolus. A system check was performed and revealed that the customer was using insulin beyond recommended labeling. Tandem technical support educated customer on proper insulin/cartridge labeling. A recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
Per tandem user guide: per the user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.